Manufacturer narrative:
Adverse event should not have been checked as the device did not cause. Changed to malfunction as no device related adverse events occurred, (B)(4).

Event description:
New information received noted that the cardiac arrest and the ventricular fibrillation were not device-related.

Event description:
New information received noted that the threshold, sensing, pacing, and capturing values have improved after the cardiac arrest.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced cardiac arrest and presented in the emergency room. Upon interrogation, the capture threshold had increased, sensing values were variable, and the device was intermittently pacing. In addition, a ventricular fibrillation episode was recorded. Programming changes were made and patient would be monitored. The patient was not in good condition.